Event description:
The hospital reported that during an endoscopic vein harvesting procedure, it was observed that the vasoview hemopro endoscopic vessel harvesting system would not disengage; remaining on continuously. The unit was unplugged and a replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product was returned.

Manufacturer narrative:
Investigation summary: the device was returned to maquet cardiac surgery on (B)(6), 2010, for investigation. A visual inspection revealed that there were no non-conformities with the device, no signs of clinical usage, and no evidence of blood. A pre-cautery test was performed on the returned device using a reference power supply and extension cable. The device performed according to specifications during several device activations, the device produced steam and did not remain activated. Based upon the functional test, the reported complaint for "remained activated" could not be confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).